Event description:
As reported, this (B)(6) male patient's left shoulder had instability and needed a revision. Patient appeared to have shoulder "creep" and was dislocating with instability. A revision occurred and a 42 +4 glenosphere was put on with a +10 adaptor tray and 42 +0 poly. Patient was relocated in office and then dislocated again and was scheduled for a revision. No delay to surgery. Device was thrown away by hospital, unable to retrieve.

Manufacturer narrative:
Pending evaluation. No information provided.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.